Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose level. The customer¿s blood glucose level was 525 mg/dl. The customer had been using insulin pump system within 48 hours of reported high blood glucose event. The customer did not mention any symptom due to high blood glucose level. The customer stated that they treated high blood glucose level with bolus but she got a no delivery alarm so then they treated with manual insulin injections. Customer was neither in emergency room, nor admitted into hospital, nor was emergency medical services dispatched as a result of high blood glucose. The customer did not allege the insulin pump for under delivery. The customer stated that after changing the infusion sets and reservoir for the fifth time they were able to deliver insulin and felt that the blood glucose level was going down. They stated that she had done all the troubleshooting she knew and would rewind and changed the entire infusion set 4 times and each time she changed the site to the other side of her body she rotated and used her stomach area and hip area, the cannula was always straight when she pulled it out but still the same no delivery alarm. The insulin pump will not be returned for analysis.